Event description:
A peritoneal dialysis (pd) pt reported having an incident of peritonitis and being hospitalized. During follow up with the pt's pd nurse it was determined the pt was hospitalized (B)(6) 2013 for pain and coughing. Cultures indicated the pt was positive for peritonitis and ceftin and doxycycline were started on (B)(6) 2013.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant. Available medical records showed the pt had finished outpatient oral antibiotic courses including levaquin with only minimal improvement. The pt was admitted to hospital (B)(6) 2013 for pain, persistent coughing, and fever. Blood and pd effluent cultures were drawn and he was started on broad spectrum IV antibiotics. Pd culture showed gram positive cocci. His flu screen was negative. Chest x-ray on (B)(6) 2013, noted pneumonia and pulmonary vascular congestion. He was sent home with ceftin and doxycycline. At the time of this event medical records documented the pt was on pd for the last two months which indicates he may have been on hemodialysis for an unk interval following his first peritonitis. Clinical investigation concludes the following. Pt with esrd receiving peritoneal dialysis using a cycler, developed recurrent peritonitis with the third event being a fungal peritonitis. Reportedly, the pt required hospitalization during the third and last peritonitis event, during which pd catheter was removed and pt was switched to hemodialysis. There is no device malfunction reported by the pd nurse, but the device has not been investigated. This is an event of complicated peritonitis, without history of device malfunction. Related MDR: 2937457-2014-00217, 00218, 00219.